Event description:
It was reported that while advancing the multi-link stent to the lesion, the stent moved proximally off the balloon. The stent and delivery system were removed. There was no obvious damage to the vessel after the multi-link was removed. Two stents from another co were placed to complete the procedure. Two days later the pt has severe chest pain and was sent to the ccl. The circumflex was totally occluded and the pt expired.